Event description:
It was reported that the patient had two inappropriate shocks due to oversensing via reduced intrinsic complexes and noise. The noise may be coming from the patient's left ventricular assist device. The patient also has an infection. The doctor is considering revising the system. There were no additional adverse patient effects. The system remains implanted.